Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gynecology procedure, the suture's thread broke off. There was no patient injury reported.

Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photos noted that the loop appeared to have broken off from the suture. Additionally, the needle was severely bent. Unfortunately, because no products were returned, functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The photo also showed evidence of a bent needle. Without returned samples, no functional testing could be performed. The root cause of the secondary condition could not be confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.